Manufacturer narrative:
Investigation: product lot: sta7080127 (exp. Date: 2009/08). Summary of results: according to the complaint info, retained strips were tested with qc positive standards and positive control; all strips yielded positive results and met qc specifications. The results above indicate that the complaint was not confirmed. It is possible that the strep a present was below the detectable level of the test, which may cause a negative result. The product number, product description, lot number and batch record were verified. No abnormal results were found in the batch record review. No corrective action required as no product deficiency was established.

Event description:
In 2009- customer complained of false negative results on pss strep a test. It showed positive only after 1 to 2 hours. Various pt swabs were compared to a culture sent to the lab, and the lab results came back as positive.